Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a medical procedure using a velocity delivery microcatheter (velocity). During the procedure, upon removal of the velocity from the patient, it was noticed that the velocity was broken into two pieces. No additional information has been provided. There was no report of an adverse effect to the patient.